Event description:
It was reported that the patient had an implantable neurostimulator (ins) revision surgery in (B)(6) 2011 due to the ins being tilted. It was stated that the prior to the revision, the patient would only had to charge the battery every 8 hours, and after the revision, the patient only had to charge every 3-4 weeks. If additional information becomes available, a supplemental report will be filed. Reference manufacturer report number: 3004209178-2013-03527 reference manufacturer report number: 3004209178-2013-03494.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n278574, implanted: (B)(6) 2011, product type accessory; product ID 3550-29, lot # n264299, implanted: (B)(6) 2011, product type accessory. (B)(4)

Manufacturer narrative:
(B)(4).